Event description:
It was reported that non-sustained lead noise episodes were observed via electrograms. No noise was produced with isometrics. Increased pacing impedance was also observed on the ventricular lead. The device was explanted and replaced. There were no adverse consequences for the patient.

Manufacturer narrative:
The reported field event of increased pacing lead impedance was confirmed in the laboratory via review of lead impedance trends. The reported field event of capture threshold anomaly was not confirmed in the laboratory. The device was tested on the bench and using automated test equipment, and no anomalies were found. The cause of the capture threshold anomaly could not be determined.